Manufacturer narrative:
Additional information received from the local field representative indicated that the patient planned to be monitored remotely. There were no additional plans for intervention at this time.

Manufacturer narrative:
Boston scientific technical services (ts) discussed obtaining an x-ray to evaluate the insertion of the rv lead within the device header. Aggressive maneuvers in different body postures was also recommended. Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beep tones due to high right ventricular (rv) lead pacing impedance measurements greater than 3,000 ohms. The previous day the pacing impedance values had increased from 450 ohms (at implant) to 1,000 ohms. During the follow-up appointment the pacing impedance values were initially within normal limits but increased to grater than 3,000 ohms when the patient laid down. Pocket manipulation were performed and there was no change in the pacing impedance measurements. The rv pacing threshold measurements also were fluctuating between 1.7 volts to 0.7 volts. There was no indication of any noise or oversensing and the shock impedance measurements were normal at 65 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that a revision procedure was performed. The terminal pin was not secured into the device header. It was reported that it came out while pulling on it. The lead was reconnected and successfully tightened. No additional adverse patient effects were reported.